Event description:
An ocd field engineer reported on behalf of customer the probe of the ortho provue analyzer was intermittently not dispensing fluid into the mts gel cards. The analyzer brought the gel cards to the svc rack for manual review. Visual inspection of the gel cards showed the analyzer had not dispensed any fluid into the microtubes (empty) although the foils were punctured. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer while at the customer site, determined the wash station and the probe were dripping and the syringe had crystallization at bottom. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).